Event description:
Related manufacturer report number: 2017865-2023-00915. It was reported that the patient presented to the hospital with chest pain and discomfort. Upon device interrogation, it was noted that the right atrial (ra) lead pacing impedance was high. Further examination found that the right ventricular (rv) lead had perforated the myocardium. The patient was scheduled for explant and both ra and rv leads were replaced. The patient was recovering.

Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The tines were complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.